Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380- 2024 - 14385 - device 3 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland, it was reported that the ten infusion set was fell off during use on (B)(6) 2024 and infusion set is used for 1 day. No further information available.